Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. Pericardial effusion (pe) was noticed upon release of the 4th closure device. Left atrial perforation was noted to be the cause of pe. Pericardiocentesis was performed and 1000ml of fluid was drained in the pericardial space. The patient was on warfarin with an international normalized ratio (inr) of 1.1 along with eliquis and plavix. The patient was kept in the hospital for two weeks post procedure before being discharged to short term rehab.